Event description:
Hospital advised the pump failed. Pump sent down to biomedical engineering department with a note indicating it failed and was infusing too fast. No further information was provided. There was no patient consequence.